Event description:
Complainant alleged that during training, the autopulse® platform displayed a "system error- out of service, revert to manual CPR" message upon power up. The platform did not perform any compressions at all. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection was performed and found that the top cover, encoder cover and the motor cover were cracked. In addition, both patient head restraints were also found to be damaged. The physical damages found during visual inspection are not related to the reported complaint.the physical damages observed during visual inspection appear to have been caused by normal wear and tear (autopulse manufactured in 4/2004). A review of the autopulse archive was performed and the archive shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that a system error occurred on (B)(6) 2014. The reported complaint was confirmed as a system error message was observed upon power up. No further testing could be done due to the system error message. The fault was due to a defective patient temperature sensor. Based on the investigation, the parts identified for replacement were the top cover, encoder cover, motor cover, both patient head restraints and the patient temperature sensor cable. In summary, the reported complaint was confirmed during functional testing. The fault was found to be due to the defective patient temperature sensor. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.